Event description:
It was reported that during an installation training session of an imaging system, the physician was being trained on the use of the ivus catheter. Even though the proper signal was achieved, the guidewire became "stuck" when front-loading the ivus catheter. On (B)(6) 2011, it was further reported that the case proceeded by the physician inserting and removing the ivus catheter without the guidewire. There was no report of patient injury due to this event.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing released criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. The ivus catheter was returned to the manufacturer and upon inspection, it was observed the inner guide lumen and distal shaft were punctured just distal of the exit port. This type of failure is typically observed when the guidewire and catheter are not held straight while loading the catheter over the guidewire. This is addressed ion the IFU which states, "when inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur." The investigational and clinical affairs response to the reported problem has thoroughly addressed the primary issues at hand. It was reported that catheter was appropriately inspected prior to using it on the patient, however, when resistance was met when front-loading the guidewire on the back table, the catheter should have been put aside at that time, making reference to the instructions for use for troubleshooting recommendations or using another catheter. This technique is not recommended or supported by the manufacturer due to the severe implications potentially experienced by the patient's vasculature. The IFU for this device states: place the eagle eye gold catheter onto the intravascular guide wire which has been previously positioned into the artery. A guide wire of 0.014" (0.36 mm) or smaller can be used. Advance the eagle eye gold catheter over the guide wire to the site of the vasculature to be imaged. Check the monitor for an image. Once the image has been obtained, the catheter can be advanced over the guide wire to image additional segments of vasculature." This complaint is being reported because the IFU was not followed and case proceeded by using the catheter w/o the intended use of the guidewire. There was no report of patient injury or adverse event due to this event. No further action is required.